Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of the photographs provided. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Location of the device is unknown.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation is completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument was discovered fractured. There was no patient involvement. No adverse events have been reported as a result of the malfunction.